Event description:
It was reported that the patient leads had migrated. The patient underwent a revision procedure wherein the leads were replaced. The explanted leads were not returned due to facility did not release the products.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: m365sc2218500, serial: (B)(4), batch: 7114600.